Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture/release to warehouse date: mar 9, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 during a tibia fracture procedure, at the back table while the technician was assembling the drive shaft for the reamer irrigator aspirator (ria) instrument, it was noted that the drive shaft tip was broken off. There was no alternate instrument available in the operating room. The surgical plan for the patient was modified. The patient was closed up, and surgery was re-scheduled. The patient was brought back to the operating room on (B)(6) 2017. The surgery was completed successfully and patient is reported in to be in stable condition. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation has been completed for part# 314.743, lot# 9961622. A visual inspection, drawing review and device history records (DHR) review were performed as part of this investigation. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located approximately 8mm distal to the distal edge of the drive shaft helix. The helix is intact. The device has minor surface wear which does not impact functionality. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone as per the technique guide. Appropriate drawings were reviewed during investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.